Event description:
It was reported that the lead impedance had dropped to 300 ohms. A fluoroscopy revealed normal conductors. The patient experienced palpitations, after reprogramming the settings, the symptoms ceased. An insulation breach was suspected.